Event description:
It was reported that the device was used during a laparoscopic appendectomy. It was reported by the rep that the surgeon fired (1) atw35, opened it to release tissue, and everything was fine. It was closed to remove it through the trocar, and handed it to the scrub tech to be reloaded, and the scrub tech could not open it with the release button. Another atw35 was used to complete the case. There was no consequence to the pt.